Manufacturer narrative:
Initial reporter occupation: company representative; additional info was not provided. A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. There have been no reports received for lot am01831. All patient info available to the manufacturer has been submitted.

Event description:
We received a report from our office in (B)(6) that a distributor had a routine retail audit performed by a third party. During the audit, a bottle of private label multipurpose solution was tested by another third party who reportedly found that it was not sterile. Additional testing performed by the third party lab included: appearance, fragrance, ph, percent solids, osmolality. These parameters were found to be acceptable. The investigation is ongoing.